Event description:
An enteral feeding tube was inserted into patient. After placement was verified, tube was flushed and a hole in the tube was discovered. Upon flushing the tube, the fluid came out a hole in the tube near the nares; the tube was removed and replaced. No harm to the patient, no aspiration; the new tube reinserted and used without incident.======================manufacturer response for enteral feeding tube, (brand not provided) (per site reporter).======================requested to have tube returned to them.